Manufacturer narrative:
Sunrise medical's sales rep, (B)(6) spoke with the child's mother at 4:05pm on (B)(6) 2018. She did confirm that the seating system did fall off of the base. She stated the extent of the injuries were a "goose egg" bump and some "scrapes", this was determined when she admitted her child to the ER for evaluation. There were no other injuries. The mother also stated that she was not sure if the seating system was properly locked onto the base when the incident occurred. At this time, sunrise medical is unable to determine if a malfunction occurred. A similar instance has occurred previously, in where the seating system was not properly attached to the base that resulted in the seat falling off of the base and no malfunction or defect was found after inspecting the stroller. (B)(6) a dme at all saints home medical, which sold her the stroller, performed an inspection of the stroller and called sunrise medical on (B)(6) 2018 with his findings. (B)(6) states he found no malfunction or defects with the product. The seating system properly locks onto the base with an audible click indicating the seating and base locked together properly. He performed a stress test, rocking the seating system but was not able to duplicate the failure. In accordance with title 21cfr 820.198(b) no further investigation will be made by sunrise medical due to a similar incident where a complaint analysis was performed when a previous complaint was received. Sunrise medical's quality engineer performed an evaluation on (B)(6) 2018 of a similar product with the same failure claim. It was found that the failure could not be duplicated, however, a possible root cause could be interference from the seating system's harness straps. If the straps are not cleared out of the way, they could obstruct the seating system from properly locking into place. Therefore, an additional analysis will not be performed as the previous investigation was for the same cause as the current complaint. It is stated in the zippie voyage owner's manual on page 14, section I. Seating installation, install the seating shell, point b, c, d and e: ensure all positioning straps and accessories are out of the way and will not interfere with the seat from fully engaging the receiver. Line up the alignment tag with the support cross bar on the base. Lower the seating shell so that the seating shell and mounting plate are in contact. Slide the seat backwards evenly. You should hear an audible click. Check the secure engagement to the base by pulling up on both sides. If it does not move or tilt, the seating shell is now locked and has been installed properly. Currently, the stroller is not in use, the child is in another chair. Sam goth will return the stroller to sunrise medical.

Event description:
Patient's mother called to report on (B)(6) the child's teacher was pushing the patient to the bus. The patient began to rock back and forth when the top half of the zippie voyage came detached from the base. The patient fell out of the stroller and landed on his head and received a large cut. He was taken to the emergency room for evaluation but no other injuries noted.